Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Due to motion dependent (movements of patient) dislocation of the device, the patient had severe pain at the place where the biomonitor iii was inserted. The patient was hospitalized. Biomonitor iii was explanted and another loop recorder was implanted (the positon of the new device was changed).